Manufacturer narrative:
The investigation into the reported disseminated intravascular coagulation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause of the patient injury was unable to be determined as the failure mode was not related to impella. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The team suspected the device was causing disseminated intravascular coagulation. The impella cp was left for one more day as the patient still required the support. One day later, the patient has successfully been weaned from the cp and survived.